Event description:
Dealer advised unit alarming and then shutting down right after power on unit and a broken nipple, dealer advised unit replaced, send estimate to (B)(4), dealer could not provide any further information. (B)(4).